Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump locked up while she was attempting to deliver a bolus. Customer's blood glucose was 222 mg/dl. Customer also stated none of her buttons are working. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from her insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.